Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient death occurred 2 days following implantable neurostimulator (ins) explant surgery. It was noted that the caller speculated on cause of death: the patient was ¿not doing well after the surgery¿, ¿other medications patient was on¿. It was reported that the patient had loss of therapeutic effect. It was stated that ¿towards the end¿ the ins was not doing much good or covering the patient¿s pain. It was reported that the device was explanted on ¿(B)(6)¿ and the patient died two days after the explant. It was noted that that the caller wanted to donate the insr (implantable neurostimulator recharger). Additional information received reported that the patient had not been seen by this healthcare professional (hcp) since (B)(6) 2013. It was stated that the patient had moved out of town and sought care elsewhere.

Event description:
Additional information received reported that the cause of death was arteriosclerotic cardiovascular disease. It was stated that the cause of death was not considered to be due to the device or therapy.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).